Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller was implanted with a axonics bladder stimulator trial device yesterday and thinks the bladder stimulator is interfering with their spinal cord stimulator. Caller stated ever since the bladder stimulator was turned on, they have felt a strong vibration that runs from their back down their legs. Caller stated they tried lowering their spinal cord stimulator intensity from 5 down to 0, and it doesn't seem to make a difference at all. Caller thinks their spinal cord stimulator is at s3. Caller noted it's not uncomfortable but it is distracting and feels like a constant pulse. Caller stated they have the spinal cord stimulator off completely now and it seems to be better. Caller noted they are working with a rep for the bladder stimulator and have a call planned with them in an hour, but caller wanted to check with medtronic about possible interactions. Caller stated they don't know how to use the bladder stimulator controls to try turning that stimulation down. Caller mentioned they moved to tempe, az, and don't have a pain management doctor there and haven't seen anyone for a long time regarding the spinal cord stimulator. The patient was redirected to their healthcare provider to further address the issue. Redirected caller: patient's hcp.

Event description:
Patient reported issue is over. Cause was unknown. Actions taken: spaced 2 ins, 8 inches apart. Unsure if issue is resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.